Event description:
Additional information was received on january 15, 2019. The device was stored in a pyxis system. The account stated "uv was at acceptable levels".

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the additional information received in event. This investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update and provide the completed investigation results. One 6f angio-seal evolution was returned for evaluation. The broken pieces of the hemostasis sheath were returned along with the dilator and the hub of the hemostasis sheath with some part of the attached tube remaining. Visual inspection revealed the sheath tubing cracked in multiple locations distal to the hemostasis hub. The damage was consistent with exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. The angio-seal evolution IFU states that the device should be kept away from sunlight and uv light. The symbols are replicated on every label on the plastic pouch. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results the returned device exhibited sheath damage consistent with ultraviolet light exposure. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the patient identifier, provide the device return date, and update section device evaluated by manufacturer. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician stated that upon opening the angio-seal to use, the device felt very brittle. Upon trying to insert the arteriotomy locator, the component "splintered into several pieces" there was no harm to the patient and another device was used. The patient was reported to be in stable condition. The procedure outcome was completed successfully with a new angio-seal device. Additional information was received on (B)(6) 2018. The patient was having a left heart cath. The procedure size sheath was a 6fr. A pre deployment angiogram was performed.